Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. The batteries were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. External visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and power switching events when (B)(4) and cirtec battery (B)(4) with unknown serial number were connected. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms and power switching of screened batteries are most often attributed to communication errors between the controller and battery. Events with power switching of unscreened batteries are most often attributed to a faulty cell. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2014-00887 and 3007042319-2015-01290, 01291) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year and seven months after hvad implantation, it was reported that the patient experienced intermittent power source connection and the controller switching from one power source to the other earlier than expected. The patient reported these events occurring when power port one of the controller was mechanically manipulated, resulting in the brief losses of power noted in preliminary log file review. The patient elected to perform a controller exchange. The patient did not experience any harm or injury as a result of these events. The controller will be returned to the manufacturer for analysis. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.